Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the pacing lead was attached to the implantable pulse generator (ipg), no sensing was observed. When the ipg was explanted and the lead was connected to the replacement, normal sensing was observed. The procedure was completed and no patient complications have been reported as a result of this event.